Event description:
It was reported that the manufacturer representative was currently in surgical procedure and the plastic portion attached to the curved stylette broke in half past the electrodes. The manufacturer representative inquired if it was still safe to continue using it. Everything appeared intact. It was later reported that the lead was used.

Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va0nc5w, implanted: (B)(6) 2015, product type lead. (B)(4).